Event description:
The reporter indicated the surgeon inserted and removed a 12.1 mm vicmo 12.1; -6.0 diopter implantable collamer lens within the same surgery due to the lens tore during delivery into the patients right eye (od) on (B)(6) 2024 . There was patient contact with no patient injury. Another lens of longer length was inserted during the same surgery. This resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).